Manufacturer narrative:
The initial reported event was received on (B)(6) 2015. Of note, the reportable malfunction was submitted via a bimonthly medwatch report submission on (B)(6) 2015. Information was subsequently received on (B)(6) 2015 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.

Event description:
Follow up later received revealed the patient has passed away. Attempts to obtain the patient's cause of death were unsuccessful.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The time of explant is unkown. The device was received with no telemetry. With no information and no ability to retrieve data from the device, there is no way to perform a conclusive analysis. (B)(4)

Event description:
The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.